Event description:
Info received indicates the bent latch cover is interfering with the latch mechanism on the siderail. Siderail will not latch.

Manufacturer narrative:
The technician straightened the latch cover to repair the bed.